Event description:
A customer observed false high trop I es results for six pt samples tested on a vitros eci analyzer. The biased trop I es results of 3 of the pt samples were reported; however, the physician questioned the results. Corrected results were issued. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
Investigation of the event confirmed that the analyzer was operating as intended. Further investigation determined that the biased results coincided with the use of a single pack of signal reagent. The cause of the event is higher than expected light units generated from an isolated, single pack of signal reagent. A complaint review yielded no add'l signal reagent lot 9560 complaints.